Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20095691. Medical device expiration date: 2023-09-07. Device manufacture date: 2020-09-02. Medical device lot #: 20095693. Medical device expiration date: 2023-09-08. Device manufacture date: 2020-09-02. Investigation summary: a complaint of foreign matter was received from the customer. Three samples were returned for investigation of this defect. Through visual inspection the customer complaint was confirmed. A white substance was found on the male luer of all 3 sets. A device history record review for model 40000-07t lot number 20095691 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 07sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is an excessive amount of the epoxy being used to connect the male luer connector to the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 sec 20dp, texium & hanger v/nv sets from lot 20095691, and 5 sets from lot 20095693 had white residue found around their male luers. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "white residue around male leur".